Manufacturer narrative:
As the device has not yet been returned for evaluation the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a devices of lot# cf1167990 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, ¿the patient was transferred to surgery office to treat.¿ and ¿a section of the device did not remain inside the patient¿s body.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the tip of needle was detached inside patient's common bile duct. They took out the detached part immediately. The patient was transferred to surgery office to treat.

Manufacturer narrative:
On evaluation of the returned device, it was noted that a piece of broken needle was returned along with a device. The piece of broken needle was determined not to be from the device returned as the needle of the device returned was not broken and it could be seen that the dimpling of the piece of needle stopped before it broke and there was dimpling on the needle of the returned device also. This needle is a flat tip access needle. The customer complaint was confirmed based on customer testimony and as a broken piece of needle was returned for valuation. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-19-a devices of lot# cf1167990 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, ¿the patient was transferred to surgery office to treat.¿ and ¿a section of the device did not remain inside the patient¿s body.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the tip of needle was detached inside patient's common bile duct. They took out the detached part immediately. The patient was transferred to surgery office to treat.